Manufacturer narrative:
H4: the lot was manufactured on august 18, 2022, to august 19, 2022. H10: the actual device and two photographs were received for evaluation. An unaided eye visual inspection was done on the actual sample and no particulate matter (pm) was observed. A visual inspection along with magnification could not verify pm in the fluid path of the container. The fill port cap was removed and no issue of the connector or cap area was found. One photo was a zoomed out photo partially filled with an amber solution and no particulate was identified. A second photo was a zoomed in photo with pm identified in the photo. The particulate was a white, irregularly shaped particle. Based on the second photograph only, the reported condition was verified, however, it was not verified in the actual sample or in the other photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as small particle identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.